Event description:
The device was being used to routinely monitor a hospital patient during transport within the hospital. The device allegedly lost power and the operator was unable to restore power by switching to different batteries. A backup monitor was made available and used to complete the patient transport. There were no adverse affects to the patient reported as a result of the alleged malfunction.